Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings over 600 mg/dl and low blood glucose readings in the 60 mg/dl range. Customer is unsure why he has been having high and low blood glucose readings and declined any troubleshooting. Customer has treated the high blood glucose readings with a bolus and the low readings with apple and orange juice. Insulin pump is not expected to return.